Event description:
A pump malfunction was reported by the caller, marked by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump and was advised to continue using it, with instructions to call back if the issue recurred.